Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was not available for testing. The allegation was undetermined. The root cause could not be determined.